Event description:
Tech alleged that the head of the bed will not raise. No injury reported.

Manufacturer narrative:
The tech found a worn seal on the head up valve. The tech replaced the head up valve guide tube to resolve the issue.